Event description:
Related manufacturer reference number: 2017865-2023-19901. Related manufacturer reference number: 2017865-2023-19902. It was reported that the patient presented to the hospital remotely. Review of transmission noted noise on the right ventricular (rv) lead and right atrial (ra) lead which led to inhibition of cardiac pacing. The physician performed isometrics and noise was reproduced. Rv lead was reprogrammed and oversensing was corrected. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 - the event was observed remotely.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found multiple external abrasions breaching the outer insulation due to friction to the device can . The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
Additional information received noted that the atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Additional information received noted that a reoccurrence of noise on the atrial lead happened. No interventions were performed. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2023-19901. It was reported that the patient presented to the hospital for a follow-up on 24 apr 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to inhibition of cardiac pacing. The physician performed isometrics and noise was reproduced. Rv lead was reprogrammed and oversensing was corrected. The patient was in stable condition.